Event description:
The seal on the package was opened. The product was not clinically used and will be returned.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.